Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The threads on the battery cap were stripped and moisture contamination was evident under the battery cap and inside the battery compartment. The battery contact measurements were within specifications. The reported battery cap and moisture ingress issue was verified in the investigation. The battery cap was unable to secure properly onto the pump and the pump powered up with intermittent power issue. The power issue was not resolved by replacing the returned battery cap with a new test cap and the investigation was unable to download and review the black box data. A leak test showed a leak at the battery compartment. Removal of the pump casing found additional evidence of moisture intrusion inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. Reportedly, the cap was damaged and was unable to remove from the pump. The reported stated that there was evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.